Manufacturer narrative:
The insulin pump alarmed during basic occlusion due to slightly loose drive support disk. However, the operating currents are within specifications and passed self test, a21 error test, rewind and displacement test. The insulin pump was received with corroded battery tube, cracked case at the display window corners, broken reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 252 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.